Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 37 and 48 hours. The patient removed the pod due to the site hurting and appearing irritated. The patient also had a headache and their blood glucose levels had risen to 28 mmol/l (504 mg/dl). After 2 days, the site began to grow increasingly and was all swollen, red and more painful. The patient was diagnosed with an abscess and was prescribed fucidin cream 20 mg/dl. 3 days later, the patient went back to the doctor and the site was opened, drained and cleaned. A prescription for antibiotic tablets was provided. No name or dosage provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: l2+. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined. The download data from the received device showed that a rotational sensor error occurred during operation and the error did not appear to affect pod operation, investigation of the drive mechanism components found the commutator cap to be damaged. It could not be conclusively determined if the damage on the commutator cap contributed to the rotational sensor malfunction.